Event description:
Boston scientific received information that the cord plugs into the communicator started smoking and caught on fire. A boston scientific company representative verified the patient¿s address in the latitude system. A communicator replacement and return label were sent to patient. The communicator is out of service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, confirmed the allegation on (B)(4). A defective returned power brick was found, 0 volt output. The returned power brick was severely melted at the power jack. The back of the communicator where the power adaptor plugs into was burned and melted. The green led was lit on the power brick cord. With a replacement power brick the communicator passed all baseline tests.